Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, expiry date, UDI), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2009 ¿ patient was diagnosed with ventral hernia; partial small bowel obstruction thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac was mobilized. The loops of small bowel was partially obstructed and there was stricture from adhesion. A ventralex patch (device 1) was placed to fit into wound and secured to edges of fascia using sutures.¿ on (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of xenmatrix graft (device 2). Per op notes, ¿adhesion of small intestine to anterior abdominal wall was taken down. Pieces of meshes (device 1) were explanted. A xenmatrix graft (device 2) was placed anterior to the posterior rectus sheath using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."